Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/20/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles on the lens surface. The lens was observed cut in two pieces and one of the haptic seems bent. The condition in which the sample was returned is consistent with a product that was handled and prepared for surgical process. Due to the condition in which the sample returned the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 26.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to having sub-optimal vision due to refractive error. The patient's refraction results were -2.25 x +1.00 x 150 degrees 20/20. Reportedly, there was an incision enlargement and one suture used, but no vitrectomy. The lens was replaced with a zct150 24.5 iol. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye